Manufacturer narrative:
(B)(4): information anticipated, but unavailable at this time.

Event description:
It was reported that during a lap choleycystectomy procedure, the clips did not close. There was no patient consequence.